Event description:
It was reported that there was a coupling problem and the patient had difficulty finding a charge. The patient had to press the implantable neurostimulator (ins) and antenna in order to get good coupling. The ins did not stay in one position and the ins moved around. The patient could feel underneath where the ins was. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 255730001, implanted: (B)(6) 2010, product type accessory; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v052172, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37651, serial # (B)(4), product type recharger. (B)(4).